Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that, the customer received with motor error alarm. The blood glucose was 183 mg/dl at the time of the incident. The troubleshooting steps were guided for motor error. Customer reports the drive support cap appears normal. Customer assisted in performing pump rewind. Customer was able to complete pump rewind. Pump alarm history contains both an motor position encoder alarm and more than one motor error alarm within a 30 day period. Customer advised to replace and discontinue use of the pump and refer to back up plan. The insulin pump will be returned for analysis.